Event description:
It was reported that during the implant of the trial leads of the spinal cord stimulator (scs), for which the patient was under sedation, it was noted that a cerebrospinal fluid (csf) leak may have occurred. Once the procedure was completed and the patient was turned over the patient was not coherent and not responsive. The patient was transported to a hospital, and it was later reported that the patient passed away at the hospital. No additional information has been received.

Event description:
It was reported that during the implant of the trial leads of the spinal cord stimulator (scs), for which the patient was under sedation, it was noted that a cerebrospinal fluid (csf) leak may have occurred. Once the procedure was completed and the patient was turned over the patient was not coherent and not responsive. The patient was transported to a hospital, and it was later reported that the patient passed away at the hospital. No additional information has been received.